Manufacturer narrative:
The device(s) were not returned to bsn.

Event description:
A report was received that a message was posted on the (B)(6), "my husband died post implantation and subsequent removal of a boston scientific device in his brain." A good faith effort was made to follow up but was unsuccessful.